Event description:
Per patient's mother: patient was alive/sleeping at 6 am, found unresponsive at 10 am, no ventricular assist device (vad) alarms were heard, and nothing was lit up on the system controller. Mother hooked patient to vad batteries, CPR was initated and 911 was called. When patient was hooked to batteries, the controller lit up again. Pbu yearly maintenance was performed (B) (6).